Manufacturer narrative:
(B)(4).

Event description:
The pt had been experiencing symptoms of withdrawal/nausea for (B)(6). The pt felt better after giving themselves a bolus with their ptm (patient therapy manager). The hcp felt that the pump was not working. The hcp thought the pump was starting and stopping. He felt that the pt was getting drug from the ptm boluses and that was starting the pump and then it was stopping after that and the pt was going through withdrawal. The pump logs were checked and the logs did not show motor stalls or errors. A dye study was successful; the cap (catheter access port) aspirated easily and "myelogram was good", so they decided to replace the pump. The device system was used to deliver morphine (50 mg/ml) and clonidine (500 mcg/ml). The pt was still having nausea after the pump replacement.